Manufacturer narrative:
Patient identifier not available from the site. UDI not available for this system at time of filing. Device manufacturing date unavailable at this time. No parts have been received by the manufacturer for evaluation. No part returned for analysis.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the tip of the screw driver broke off as the surgeon was putting in the s1 pedicle screw. The tip of the driver broke off in the head of the screw. The surgeon elected to remove that screw and replace it with a new one. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Additional information: this device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification. Reported issue updated to an adverse event as the screw revision indicated in the initial MDR is considered a serious injury.

Manufacturer narrative:
Updated with correct information on the patient outcome. Additional information: UDI # and manufacture number confirmed.

Event description:
The patient was affected as a result of this issue.